Event description:
It was reported during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler with a blue reload installed, was clamped on the stomach and fired. The stapler pushed the tissue out with a ¿tissue too thick" error generated, and the stomach sustained a serosal tear. A backup sureform 60 stapler with a green reload was installed and used to staple the stomach medial to the serosal tear. The procedure was completed as planned. On 13-jul-2021, intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical sales representative (csr), who communicated directly with the surgeon and robotic coordinator (roco), regarding the reported event: the issue occurred with a blue reload, during the fifth (5th) stapler fire. Towards the end of the firing process, the tissue was pushed out and the staples were malformed as well as haphazardly placed on the stomach tissue. An error message stating "tissue too thick to continue" was received. There was no staple line formed. There was a serosal tear due to the tissue pushout and a backup sureform 60 stapler was used to staple the stomach tissue medial to the serosal tear. Although there was additional excision of tissue removed, it still resulted in an acceptable surgical outcome. The csr was not informed of any bleeding that occurred due to the issue or whether there was any hard material stuck in the jaw. The csr is also not aware of the tissue condition prior to stapling. Buttress material was not used. The reload was not stuck on tissue and is not aware if there were undeployed staples in the reload pockets. The patient was discharged the same day and there were no post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the blue sureform 60 reload involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. Fa found the primary failure of exposed component to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review. Root cause of this failure is attributed to a component failure. Additional observations not reported by site but are related to the customer reported complaint are: the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track and some damage on the reload¿ s surface near the pushers. The reload was found to have a damaged blade. The blade exhibited mechanical indentations. Root cause of these failures is attributed to mishandling/misuse. Isi also received the sureform 60 stapler instrument involved with this complaint and completed device evaluation. Fa confirmed but did not replicate the reported complaint. The stapler was tested in-house, and the instrument initialized, clamped, fired and unclamped without any issues. No damage was noted. Log review the instrument found one (1) firing failure. No image or procedure video was provided for review. A review of the logs for the event date of (B)(6) 2021 has been performed by an isi advanced failure analysis engineer (fae) and the following was observed: logs showed that the sureform 60 (pn: 480460-09, lot: l90210223-0298) fired five (5) reloads (three (3) green followed by two (2) blue). The first four (4) firings were completed per the logs, but each one had at least one (1) pause for compression. Fifth (5th) firing (blue) resulted in a tissue too thick to continue firing failure at 96% completion. This firing had multiple pauses for compression (at least four (4) to five (5) based on firing duration time). There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler with a blue reload installed, was clamped on the stomach and fired. The stapler pushed the tissue out with a ¿tissue too thick" error generated, and the stomach sustained a serosal tear. A backup sureform 60 stapler with a green reload was installed and used to staple the stomach medial to the serosal tear. The procedure was completed as planned.